Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The physician was unable to advance the diamondback 360 coronary orbital atherectomy device (oad) to treat the lesion in retrograde using glideassist. Four antegrade treatments were performed on low speed for a lesion advancing from the ostial artery to the right coronary artery. Angiographic imaging revealed ostial and proximal vessel perforation requiring emergency treatment. Pericardiocentesis, covered stents, and balloon tamponade were used to resolve the perforations. At the end of the procedure, the patient was stable in the critical care unit. In the opinion of the physician, the cause of the perforation was due to complex patient anatomy.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The physician was unable to advance the diamondback 360 coronary orbital atherectomy device (oad) to treat the ostial lesion in retrograde using glideassist. The severely calcified lesion was in the 3.5mm right coronary artery (rca). Four antegrade treatments were performed on low speed for a lesion advancing from the ostial artery to the right coronary artery. Angiographic imaging revealed ostial and proximal vessel perforation requiring emergency treatment. Pericardiocentesis, covered stents, and balloon tamponade were used to resolve the perforations. At the end of the procedure, the patient was stable in the critical care unit. In the opinion of the physician, the cause of the perforation was due to complex patient anatomy. In the opinion of the physician, the csi device did not cause or contribute to the perforation. Further information received indicated the patient was doing well.